Event description:
Patient had knee brace placed post operatively in the ambulatory surgery center. The night of surgery he was at home. The brace broke and he fell causing him to strike his head on the bathtub and hurting his ankle. Following an xray he was diagnosed with a sprained ankle and is receiving pain medication. The control on the side of the brace does not lock in place as it should.====================== manufacturer response for post operative knee brace, innovator======================no response as of yet